Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating the he had high blood glucose but not hospitalized. Customer's blood glucose was 490 mg/dl. Customer caused of 911 call as per healthcare provider was diabetic ketoacidosis. The customer was still in the hospital. Customer declined to continue troubleshoot for other possible causes of high blood glucose. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. Discover leak at quick release from infusion set.